Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery (sfa). Just prior to advancing a 5.5x100mm supera self-expanding stent (ses) onto a command 18 guidewire; the nose cone of the delivery catheter was noted to be separated. The supera ses was replaced with another stent and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the tray resulted in the reported tip separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.